Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that an ar-6480 dw arthroscopy pump had issues with the outflow not being able to respond well. The case was completed with the complaint pump without adverse effects on the patient, and was replaced after. This was discovered during an unspecified procedure, with no reported adverse event or patient harm.

Manufacturer narrative:
Complaint is not confirmed. The returned device was assembled with an ar-6411/ar-6421, and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. Outflow and inflow testing was performed and worked as required. Visual evaluation did not find any issues with the device. The review of complaint records for serial number n22224h23 shows that the device has one previous complaint. The original warranty seal was present and completed. The device was manufactured on 2023/08/25. No problem found. Refer to investigation photos. Complaint is not confirmed.